Event description:
During a device use to monitor a patient, it was reported that the device lost power several times during the event. After each incidence, the device was immediately turned back on and utilized to provide the patient care. The device issue had no adverse effects on the patient. There were no further details on the event or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported event was not determined.

Manufacturer narrative:
The initial emdr reads: physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported event was not determined. The initial emdr should read: physio-control evaluated the device event record and verified the reported problem. Physio was unable to duplicate the reported problem, but found battery well one and two pins loose. The battery posts were replaced and proper device operation confirmed through functional and performance testing. The most likely cause for the reported issue was determined to be loose battery pins.

Manufacturer narrative:
The initial and follow up emdr should read: physio-control evaluated the device event record and observed several low battery warnings in addition to the device power loss. Physio was unable to duplicate the reported problem during testing but found battery well one and two pins loose. The battery posts were replaced and proper device operation confirmed through functional and performance testing. The device was repaired and returned to the customer for use. A conclusive cause for the reported event is unknown. However, the most likely cause for the reported issue was either the use of low capacity batteries during the event or the observed loose battery pins that could result the reported issue.